Manufacturer narrative:
The panel circuit board (pc177 board) was returned and investigated. The reported failure could not be reproduced. The returned panel circuit board was found faultless. The on/off switch which is located on this board was found functioning normally. All its parameters were within the acceptable limits. Evaluation of the rec'd logs from the day of the event show that there is a shutdown logged around the reported time of the event. The technical logs have no entry on the day of event indicating that there was nothing to suggest a ventilator malfunction. A logged shutdown as in this case is by design only achieved by switching off the unit using the on/off switch at the rear of the user interface (screen). When this is done four beeps are generated. This is regarded as a normal controlled shutdown and no other alarms are generated. The cause of the shutdown as described cannot be explained or determined. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.